Event description:
During an onsite visit, olympus was informed that the subject device exhibited debris deposits on ccd. There was no patient involvement.

Manufacturer narrative:
No device was returned to olympus for evaluation. However, as part of the investigation into this report, an olympus endoscopy support specialist (ess) was dispatched on-site. Ess confirmed the reported issue and resolved it by reprocessing the device. The subject device will not be sent back to olympus for further evaluation and repair. The event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in tjf-q180v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in tjf-q180v reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.